Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07496. Related manufacturer reference number: 1627487-2019-07500. Related manufacturer reference number: 1627487-2019-07502.

Manufacturer narrative:
Further information requested but not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07496, related manufacturer reference number: 1627487-2019-07500, related manufacturer reference number: 1627487-2019-07502. It was reported that the patient's system was electively removed on (B)(6) 2010. Patient indicated that lead fragments were not fully removed at that time. Patient stated that the lead fragments were later explanted on an unknown date.